Event description:
It was reported that the device went to early elective replacement indicator (eri) and premature battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: model 5568-45 implantable pacing lead: implant date (B)(6) 2009. (B)(4).